Event description:
It was reported that the patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to instability. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.